Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported a system modification was performed (previously reported). The outcome of the event was updated to recovered/resolved on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving morphine sulfate 25 mg for a total dose of 2.20029 mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump for spinal pain. It was reported the incision was red, tender, and warm to touch. It was noted the event resulted in treatment where bactrim ds (800 mg twice daily) was called into the patient's pharmacy on (B)(6) 2019. The device was interrogated on (B)(6) 2019. The adverse event term was redness to incision site. The outcome of the event was not recovered/not resolved. It was noted there was a causal relationship to the implant procedure and was not related to the catheter, pump, myptm, drug, or systemic opioid weaning. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome recovered/resolved with sequelae on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no significant anomaly. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative regarding a patient receiving infumorph dose and concentration not reported via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 it was reported that there was an infection at the pump pocket site. The day of the report they went in and explanted the pump. Per the reporter the patient was very overweight which they think might be related to the infection. No further complications were reported or anticipated regarding the event.